Event description:
The customer reported that the system intermittently failed to display a fluoroscopic image resulting in intermittent system functionality. No pt death or serious injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was evaluated and identified as requiring replacement. No conclusion can be drawn as repair info is unavailable and no additional service info was provided.